Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose due to over delivery and their insulin pump had multiple pump errors received insulin flow block alarm. The customer states had low blood sugar of 95 mg/dl. The customer¿s blood glucose level was 40 mg/dl at time of incident and ate two grapes, as well as drank orange juice. The customer's current blood glucose was 55 mg/dl. The customer treated her low's with food. The customer's blood glucose had been high twice. The customer's blood glucose was about 450 to 500 mg/dl. The customer treated her high's with pump. Troubleshooting was performed for multiple pump error. The customer states they are able to rewind the pump. The customer performed displacement test and it passed. The customer does not wish to further troubleshoot for low blood glucose and over delivery and declined to troubleshoot for high. The insulin pump will be returned for analysis.